Manufacturer narrative:
Concomitant medical products: 3830-59 lead, implanted (B)(6) 2010; 4196-88 lead, implanted (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to an alert for high superior vena cava (svc) coil impedance on the right ventricular lead. The svc coil was programmed off and the lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.